Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/12/2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. Data investigation could not confirm a pairing failure but did confirm a loss of connection over 3 hours. The reported issue of pairing failure is reportable based on the finding of a loss of connection.